Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2007 (patient weight is unknown). According to the complainant, the hospital called to say they had received a solicitors letter from a patient who says they suffered vaginal burns from a procedure that took place on (B)(6) 2007. It was during an hta procedure. Additional follow up reported a 2 cm vaginal burn level with the hymen ring on the right hand side. The affected area was treated with mepitel (a vaseline impregnated gauze ). The severity of the burn is unknown. A cold wet swab was applied before the procedure and there was a leak during the procedure at which point the case was aborted. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician. Note: this MFR report pertains to the first of three devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-03498 and #3005099803-2010-03506 for a description of the second and third devices, respectively.